Event description:
It was reported by service report that the stretcher was missing a right pump pedal pad and a sharp pedal weldment corner was exposed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Sharp edges on weld.